Event description:
Provider states motor skipping and pulling to the right.

Manufacturer narrative:
(B)(4): no RMA has been initiated for this issue. Model tdxsiv-hd, serial number/date (B)(4) is approximately 1 year old. The owner's manual part number 1154294 rev h (jun-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Provider states motor skipping and pulling to the right.

Manufacturer narrative:
(B)(4): - follow-up #001. Initial pr (B)(4) issued mfg report #1525712-2012-02394. During an audit of MDR file #(B)(4) it was found that on the medwatch 3500a form the a tab has the patient's age and weight but the narrative says that the consumer's age, height and weight are unknown. This statement was added in error. Also the initial and 30 day report "type of report" was not chosen in error. This follow up is filed to correct these errors. (B)(4): no RMA has been initiated for this issue. Model tdxsiv-hd, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1154294 rev h (jun-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.